Event description:
The customer stated that she tested her blood glucose and received a reading of 40 mg/dl. She then suffered a seizure and was hospitalized for 8 days. No other information was provided about the event. The customer did not want to troubleshoot the meter and ended the call. No product will be returned.